Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited insulation damage as a result of clavicular crush. The lead was capped and replaced. The patient was in good condition post procedure and would continue to be monitored with routine follow up.